Manufacturer narrative:
Occupation: reporter is synthes employee. A device history record (DHR) review was conducted: part: 323.055. Lot: 3512736. Manufacturing site: (B)(4). Release to warehouse date: 27.jul.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the returned centering sleeve was investigated, and the complaint condition could be confirmed as the shaft was found to be bent. The instrument is in used condition with signs of wear and tear. Document/ specification review: the relevant drawing(s) was reviewed; the design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Dimensional inspection: the outer of the shaft got measured and the measuring result does show conformity per relevant drawing. Conclusion: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, it is not possible to determine the exact cause of the bending. We only can assume that a mechanical overload situation during use could lead to the complained issue. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of loaner set, the wire sleeve was observed bent. There was no known hospital or patient involvement. This report is for one (1) 1.6 mm wire sleeve. This is report 1 of 1 for complaint (B)(4).